Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2010: customer reports an (B)(6) male pt undergoing a stent replacement procedure when the fluoro failed. Technologist moved the pt to another room and completed the study using a portable c-arm fluoro with no further issues.